Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4): customer did not request for a field service specialist visit to the site. Only an accessory exchange was requested. All pertinent information available to abbott medical optics has been submitted.

Event description:
The abbott medical optics account executive reported that the ellips fx handpiece broke where the wires meet the handpiece. There was a delay in the procedure as they had to get other handpieces from sterilization. It is unknown how long the delay was. There was no user injury and no patient involvement reported. Surgeries were delayed waiting for other hand piece to be processed.